Event description:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, it was reported open circuits were noted in all electrodes. Additional information has been requested but has not been made available as of the date of this report.